Manufacturer narrative:
The lot number identified by the customer is listed on the product recall notification.

Event description:
The customer reported that during a venipuncture procedure, the needle (cannula) pushed back in the vein and separated from the device. The cannula then came out of the pt's arm on its own. There was no medical or surgical intervention following this incident.